Event description:
One sample of ivenix administration set was returned for evaluation. During the visual inspection a missing slide clamp was observed at the primary line of the ivenix administration set. The customer complaint is confirmed. The most probable root cause is that the operator did not perform the assembly operation properly as is described in the station work instruction, leading to the components not being assembled in set. The batch record fa24l19147 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported : I have some tubing that was brought to my attention by nursing staff that they were struggling with/defects. One primary line: missing clamp and leaking out of the tubing (tubing and paper saved). On (B)(6) 2025 - nurse responded in email: #1 primary administration set set-0032-1, lot fa24l19147, no patient harm. Infusion stopped as it was leaking - staff unable to determine exactly where from rn stopped line and restarted medication on new admin set. A preliminary review identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. During the visual inspection a missing slide clamp was observed at the primary line of the ivenix administration set. The customer complaint is confirmed. The most probable root cause is that the operator did not perform the assembly operation properly as is described in the station work instruction, leading to the components not being assembled in set. The current process controls detection includes 100% visual inspection during the manufacturing process and final physical sampling inspections. The batch record fa24l19147 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.